Manufacturer narrative:
Analysis found that the mainframe came in with a scratched touchscreen and a worn bezel touchscreen gasket which caused a touchscreen calibration failure. Disassembled, cleaned, replaced touchscreen, replaced bezel, calibrated touchscreen, reassembled, and placed into burn-in for 4 hours to check for any heat related failures. Removed and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the mainframe was broken. There was no patient impact reported.